Manufacturer narrative:
The reported event involving a pump module ¿the bd representative identified there is no trademark on the module and is reporting a counterfeit part¿ could not be confirmed. Although the picture provided by the customer does show hardware that appears to be 3rd party, the source device was not returned for investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
An oncology patient provided a picture to a bd representative. The picture displayed an incorrectly loaded IV set showing the upper fitment positioned outside and above the pump module door. The bd representative identified there is no trademark on the module and is reporting a counterfeit part. The bd representative noted to her knowledge there was no patient harm.